Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) refrigerator lock was failed and the keys were stuck inside the lock. A field service engineer (fse) managed to remove the keys with considerable effort and identified that the latch was damaged. A new latch was installed, after which the smart remote manager started working properly. The customer verified the functionality of the smart remote manager lock using the pyxis inventory system. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had refrigerator failed to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.